Event description:
It was reported that the front side piece of the rasp handle broke off during surgery.

Manufacturer narrative:
Evaluation summary: as received, the cover plate is separated from the rasp handle. The pin that holds the cover plate to the rasp fractured at the interface between the parts. The rasp handle has a possible field life of over 7 years, but the usage history is unk. The fracture of the pin could be due to repeated cleaning/autoclave cycles and/or fatigue due to impaction over the life of the device. However, the exact cause cannot be determined. The part shows signs of extensive use in the form of impact marks on the striking surface, as well as the side of the handle. Manufacturing documentation is in order and conforming.